Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and mallory-weiss syndrome ('mallory-weiss syndrome') in an adult female patient who had essure (batch no. A02668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibula fracture on (B)(6) 2016, hypercholesterolemia, stress urinary incontinence, bladder spasm, little bleeding with period, bleeding menstrual heavy, acne, alopecia, right lower quadrant pain (subjective: complaints of rlq and r pelvic pain x 8 day), uterine leiomyoma (uterine corpus: 7.6 x 6.3 x 4.7 cm, surfaced with wrinkled pink serosa and distorted by a protruding leiomyoma. Subserosal leiomyomas measuring 1.2 cm in greatest dimension. Both are without areas of discoloration or), gastritis, alcoholic, heartburn, hypertriglyceridemia, reflux esophagitis, rhinitis, behavior abnormal, sclerosis multiple, uterine fibroid and uterine cervical squamous metaplasia. Urine negative pain over the r lateral malleolus. Concomitant products included gemfibrozil for hypercholesterolemia, levonorgestrel (mirena) from (B)(6) 2018 to (B)(6) 2018 for menorrhagia, pain and abdominal cramps, oxybutynin for stress urinary incontinence as well as desogestrel; ethinylestradiol (apri) from (B)(6) 2017 to (B)(6) 2017, ethinylestradiol; etonogestrel (nuvaring) since 2007 to (B)(6) 2012, ibuprofen, ketorolac tromethamine (toradol), levofloxacin (levora) from (B)(6) 2016 to (B)(6) 2017, lofepramine, oxycodone hydrochloride; paracetamol (percocet), paracetamol (tylenol), ranitidine hydrochloride (ranitidine) and tramadol hydrochloride (ultram ER). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced premenstrual syndrome ("pms"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), mallory-weiss syndrome (seriousness criterion medically significant), abdominal pain ("abdominal pain "), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("bladder problems: vaginal infection"), vaginal discharge ("bladder problems: vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain/weight loss"), nervous system disorder ("neuro condition/problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), eating disorder ("eating disorder"), hypersensitivity ("allergic or hypersensitivity reaction"), nausea ("nausea"), arthralgia ("joint pain"), pain in extremity ("leg pain"), gastrointestinal pain ("gastrointestinal pain") and reproductive tract disorder ("reproductive disorder") and was found to have acrochordon ("skin tags"). The patient was treated with metronidazole (metronidazole df) and surgery (hysterectomy (full) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, metrorrhagia, vaginal infection, vaginal discharge, fatigue, weight fluctuation, nervous system disorder, nausea and gastrointestinal pain had resolved, the mallory-weiss syndrome, premenstrual syndrome, vaginal haemorrhage, menorrhagia, bacterial vaginosis, depression, acrochordon, eating disorder, arthralgia and pain in extremity outcome was unknown and the hypersensitivity and reproductive tract disorder was resolving. The reporter considered abdominal pain, acrochordon, arthralgia, bacterial vaginosis, depression, dysmenorrhoea, eating disorder, fatigue, gastrointestinal pain, genital haemorrhage, hypersensitivity, mallory-weiss syndrome, menorrhagia, metrorrhagia, nausea, nervous system disorder, pain in extremity, pelvic pain, premenstrual syndrome, reproductive tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2012. Patient received treatment pain, bleeding, bladder/urinary probs and other injury. Three colis of the micro-insert were seen protruding into the right. Intrauterine cavity and one on the left. 3 coils was right, 3 coils was on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Imaging procedure - on (B)(6) 2013: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event injury is replaced with pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding between periods, vaginal infection, vaginal discharge, fatigue, neuro condition/problems and weight gain/weight loss were added. Lab data added. Patient demographic details added. On 20-sep-2019: follow up 2nd and 3rd processed together. Plaintiff fact sheet received. New events mallory-weiss syndrome, general abnormal bleeding, premenstrual syndrome/pms, abnormal bleeding (vaginal), abnormal bleeding (menorrhagial), bacterial vaginosis, depression, skin tags, allergic or hypersensitivity reaction, nausea, joint pain, leg pain, gastrointestinal pain, rashes/skin condition and reproductive disorder were added. Medical history, concomitant drugs and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and mallory-weiss syndrome ('mallory-weiss syndrome') in an adult female patient who had essure (batch no. A02668-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibula fracture on (B)(6) 2016, hypercholesterolemia, stress urinary incontinence, bladder spasm, little bleeding with period, bleeding menstrual heavy, acne, alopecia, right lower quadrant pain (subjective: complaints of rlq and r pelvic pain x 8 day), uterine leiomyoma (uterine corpus: 7.6 x 6.3 x 4.7 cm, surfaced with wrinkled pink serosa and distorted by a protruding leiomyoma. Subserosal leiomyomas measuring 1.2 cm in greatest dimension. Both are without areas of discoloration or), gastritis, alcoholic, heartburn, hypertriglyceridemia, reflux esophagitis, rhinitis, behavior abnormal, sclerosis multiple, uterine fibroid and uterine cervical squamous metaplasia. Urine negative pain over the r lateral malleolus. Concurrent conditions included abdominal pain and tearfulness. Concomitant products included gemfibrozil for hypercholesterolemia, levonorgestrel (mirena) from (B)(6) 2018 to (B)(6) 2018 for menorrhagia, pain and abdominal cramps, oxybutynin for stress urinary incontinence as well as desogestrel;ethinylestradiol (apri) from (B)(6) 2017 to (B)(6) 2017, ethinylestradiol;etonogestrel (nuvaring) since 2007 to (B)(6) 2012, ibuprofen, ketorolac tromethamine (toradol), levofloxacin (levora) from (B)(6) 2016 to (B)(6) 2017, lofepramine, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol), ranitidine hydrochloride (rantidine) and tramadol hydrochloride (ultram ER). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced premenstrual syndrome ("pms"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), mallory-weiss syndrome (seriousness criterion medically significant), abdominal pain ("abdominal pain "), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia(bleeding b/w periods)"), vaginal infection ("bladder problems: vaginal infection"), vaginal discharge ("bladder problems: vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain/weight loss"), nervous system disorder ("neuro condition/problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), eating disorder ("eating disorder"), hypersensitivity ("allergic or hypersensitivity reaction"), nausea ("nausea"), arthralgia ("joint pain"), pain in extremity ("leg pain"), gastrointestinal pain ("gastrointestinal pain") and reproductive tract disorder ("reproductive disorder") and was found to have acrochordon ("skin tags"). The patient was treated with metronidazole (metronidazol df) and surgery (hysterectomy (full) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, metrorrhagia, vaginal infection, vaginal discharge, fatigue, weight fluctuation, nervous system disorder, nausea and gastrointestinal pain had resolved, the mallory-weiss syndrome, premenstrual syndrome, vaginal haemorrhage, menorrhagia, bacterial vaginosis, depression, acrochordon, eating disorder, arthralgia and pain in extremity outcome was unknown and the hypersensitivity and reproductive tract disorder was resolving. The reporter considered abdominal pain, acrochordon, arthralgia, bacterial vaginosis, depression, dysmenorrhoea, eating disorder, fatigue, gastrointestinal pain, genital haemorrhage, hypersensitivity, mallory-weiss syndrome, menorrhagia, metrorrhagia, nausea, nervous system disorder, pain in extremity, pelvic pain, premenstrual syndrome, reproductive tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2012. Patient received treatment pain, bleeding, bladder/urinary probs and other injury. Three colis of the micro-insert were seen protruding into the right. Intrauterine cavity and one on the left. 3coils was right ,3 coils was on left . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Imaging procedure - on (B)(6) 2013: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 5 and ptc processed together. Update of information (batch is not valid) on (B)(6) 2019: fu 5 and ptc processed together. Mr received. Reporter information updated. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.